Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain while the patient was connected. The home patient did see air bubbles. The hp was not sure if the line was fully primed. The technical service representative helped the home patient end therapy and advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device, instructions for properly priming the disposable set and instructs the user to verify that the patient line is properly primed and to follow instructions for repriming if the fluid level is not near the connector. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.